Manufacturer narrative:
The device was returned but has not yet been evaluated. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had the valve implanted in (B)(6) 2010. Allegedly, the patient's symptoms became worse, and the doctor suspected the valve could not shunt. The valve was replaced and the patient's symptoms improved.